Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: screws were inserted by hand.

Manufacturer narrative:
Part: 03.010.063. Lot: 1581212. Manufacturing site: (B)(4). Release to warehouse date: december 08, 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 12.0 mm / 8.0 mm protection sleeve 188 mm was received showing the edges of the distal cannulation bent inwards. No other visual issues were identified with the returned components of the device. Functional inspection: functional testing could not be completed as no mating devices were received. The reported complaint condition could not be replicated as all mating devices were not received. However, per the document/surgical technique review and the event description, the protection sleeve does not assemble with a screw and it is likely the complaint condition was due to the screw inserter. The complaint is unconfirmed. Dimensional inspection: drawing: 12.0 mm / 8.0 mm protection sleeve. Features: distal shaft outer diameter, distal inner cannulation diameter. Result: the distal shaft outer diameter is conforming. The inner cannulation diameter is under specifications due to the deformation of the edges. Drawing specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. 12.0 mm / 8.0 mm protection sleeve. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Document/surgical technique review: per titanium (ti) cannulated humeral nail surgical technique, proximal screws are inserted using a screwdriver insertion instrument. It is likely that the complaint condition was due to the screwdriver instrument used during surgery, not the returned 12.0 mm / 8.0 mm protection sleeve 188 mm. The protection sleeve does not assemble with a screw. Conclusion: the complaint condition is unconfirmed for the 12.0 mm / 8.0 mm protection sleeve 188 mm, as based on the event description and technique guide, it is likely that the complaint condition was due to the screwdriver instrument used during surgery. During investigation, it was observed that the protection sleeve¿s edges of the distal cannulation were bent inwards. While no definitive root cause could be determined for the deformation of the protection sleeve, it is possible that the device encountered unintended forces and/or rough handling during device use. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a humeral nail procedure on (B)(6) 2019, the surgeon used the triple trocar sleeve for use of a drill to put a screw on the jig, for a proximal screw. They drilled the hole, measured correctly and entered the correct screw in the screw inserter. The doctor pulled the inserter out for his final screw tightening and it pulled the entire screw out of the bone. The screw head did not fit through the back end of the inserter. After inspection they found out that the inserter had been damaged. There was a surgical delay of 15 minutes. Procedure was completed with no further complications. There was no harm to the patient. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown), aiming arm (part: unknown, lot: unknown, quantity: 1), trocar (part: unknown, lot: unknown, quantity: 1), sleeve (part: unknown, lot: unknown, quantity: 1). This report is for a 12.0 mm/8.0 mm protection sleeve 188 mm. This is report 1 of 1 for (B)(4).